Event description:
It was reported that touchscreen responsiveness issue occurred and pump screen turned off too quickly even though screen timeout setting was confirmed at 30 seconds and screen was not cracked or shattered. There was no adverse impact to the customer's blood glucose level. Cts to replace pump. Customer will continue to use current pump.